Manufacturer narrative:
Investigation in progress. No additional information currently available.

Event description:
It was reported that, "when the dr. Opened the sterile box, and the peel pack, they saw a piece of rubber glove inside of the peel pack. Dr said the outer box and inner box were all still sealed... Seals were broken before him opening them."